Event description:
It was reported from (B)(6) by medical staff that a patient experienced critical battery alarms with all batteries. It is also noted that the controller loses connection to all of the batteries. The medical staff reported that there was no mechanical damage noted to the controller port or pins. The controller was exchanged with no reported consequences or impact to the patient. Exchanging the controller is reported to have resolved the issue. All batteries were also replaced from facility stock. No additional information was provided. This is report 2 of 3.

Manufacturer narrative:
It is unknown which of the following batteries were involved in the event: catalog # 1650de, serial #(B)(4); catalog # 1650de, serial #(B)(4); catalog # 1650de, serial #(B)(4); catalog # 1650de, serial #(B)(4); catalog # 1650de, serial #(B)(4); catalog # 1650de, serial #(B)(4). Batteries (B)(4) were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms and premature power switching events. Analysis of the devices revealed that the device met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01048, 3007042319-2015-01049 and 3007042319-2015-01050) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-01048, 3007042319-2015-01049 and 3007042319-2015-01050) submitted for devices related to the same event.